Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set had flow issues the following information was received by the initial reporter with the following information: it was reported by customer that had two events where blood went up the saline side despite the saline side being clamped. Cpc discussed some first steps with blood infusions e.g. Ensuring clamp is straight across, ensuring blood filter is covered completely.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2477-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: 2477-0007 batch number#: unknown. It was reported by customer that had two events where blood went up the saline side despite the saline side being clamped. Cpc discussed some first steps with blood infusions e.g. Ensuring clamp is straight across, ensuring blood filter is covered completely. Verbatim#: rcc received a complaint via email. Email(s) attached. Also having issues with blood sets 2477-0007. They had two events where blood went up the saline side despite the saline side being clamped. Cpc discussed some first steps with blood infusions e.g. Ensuring clamp is straight across, ensuring blood filter is covered completely.